Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was placed with the catheter via the left upper arm (basilic vein) with the guidance of ultrasound due to sigmoid colon cancer on (B)(6) 2018. The patient went back home with the PICC catheter on (B)(6) and back to the hospital for chemotherapy for 4 times during that period. The chest radiograph showed normal catheter position. Maintenance was performed in local hospital during treatment intervals. During the fifth chemotherapy on (B)(6) 2019, the chest radiograph showed a fracture at about 0.5 cm in the puncture point and the tip of the catheter was located in the pulmonary artery. The catheter was removed through interventional surgery on (B)(6) 2019.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the groshong PICC was confirmed, and the cause was determined to be related to use of the device. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector. The catheter was received in two segments. The break was located between the 47cm and 48cm depth marks the adjoining surfaces of the catheter were microscopically examined. The blue stripe material was rounded along the outer perimeter of the tubing. The clear portion of the tubing was rough and granular at the break site. Semi-circumferential creases were observed 6.3cm, 5.8cm, and 0.6cm proximal to the break site. The crease located 0.6cm proximal to the break site was split open in the blue stripe. Semi-circumferential creases were also observed 0.5cm and 1.1cm distal to the break site. A tactual investigation revealed that the tubing was easily kinked across the semi-circumferential creases in the tubing. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample. A lot history review (lhr) of recp0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was placed with the catheter via the left upper arm (basilic vein) with the guidance of ultrasound due to sigmoid colon cancer on (B)(6), 2018. The patient went back home with the PICC catheter on november 4 and back to the hospital for chemotherapy for 4 times during that period. The chest radiograph showed normal catheter position. Maintenance was performed in local hospital during treatment intervals. During the fifth chemotherapy on (B)(6), 2019, the chest radiograph showed a fracture at about 0.5cm in the puncture point and the tip of the catheter was located in the pulmonary artery. The catheter was removed through interventional surgery on (B)(6), 2019.